Manufacturer narrative:
The intraocular lens was removed and replaced. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
When inserting the intraocular lens (iol) into the eye, the haptic cracked. There was patient contact. The iol was completely inserted. There was a planned vitrectomy with the iol insertion. There was incision enlargement. There was no serious patient injury. Two 10-0 sutures were needed to close the corneal incision. Back-up iol of a different model but same diopter was used. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 7/17/2017. Device returned to manufacturer? Yes. Device evaluation: the product was returned for evaluation. Visual inspection at 10x microscope magnification was performed. Loose fibers/particles were observed on the lens related to the handling of the unit out of a sterile environment. Residues of viscoelastic solution were also observed which indicate that the unit was handled and prepared for surgical use. One of the haptics was observed pinched at the tip section. The other haptic was observed short. Dimensional measurements (loop to loop and overall haptic diameter) were taken to the short haptic. The loop to loop measurement were found out of specifications. Awareness was given to the operators in the impacted operations to reinforce the inspection during these process. The reported issue was verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu provide the customer with information on properly handling the product. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.